Event description:
On 04-feb-2026, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off inside of the barrel and is unable to sit a new needle. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.